Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The ascendra+ delivery system was returned to edwards lifesciences. Upon visual inspection, a pin hole was observed near the distal portion of the balloon with scratches measuring 4.5mm in length observed near the pin hole point. No applicable functional testing could be performed due to the condition of the returned device (balloon puncture). For dimensional analysis wall thickness measurements were taken along the balloon tear. The balloon wall thickness measurements met the single wall thickness specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary (B)(4). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. As reported, the patient¿s heavy/bulky calcium in the stj perforating the delivery balloon at full expansion likely caused the balloon burst.

Event description:
During a transapical tavr procedure, bav was not performed and the delivery system and 29mm sapien xt valve were prepped with 30cc of volume (3cc below nominal) for balloon inflation. The valve was deployed and the balloon ruptured at full expansion. The operators felt the valve had fully expanded with mild paravalvular leak observed. The valve was not post dilated. There was no injury to the patient as a result of the balloon rupture. Upon review of the delivery system, a small perforation was noted at the distal aspect of the balloon, distal to the shoulders. The balloon burst was attributed to heavy/bulky calcium in the stj perforating the delivery balloon at full expansion.